Event description:
It was reported that during percutaneous coronary intervention (pci), balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous superficial femoral artery. A 4.0mm x 20mm x 80cm sterling balloon catheter was used to treat the lesion. They advanced the device to the lesion and performed dilatation. Upon the first inflation the balloon ruptured at 13 atmospheres. The procedure was completed with another of the same device. There were no patient complications reported and the patient status post procedure was good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the sterling catheter was received inside a sterling product pouch and shelf box with blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).